Event description:
Customer reported experiencing high blood glucose readings and ketones. Customer stated that the insulin pump sometimes suspends over night and the customer wakes up with high ketones. Customer woke up with blood glucose readings of 160 mg/dl and the blood glucose readings were 279 mg/dl at school. Customer's blood glucose reading at the time of the call was 279 mg/dl and has treated with a manual injection. Customer reported symptoms of nausea, frequent urination and thirst. The drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. High pressure test was performed and passed. The cannula was noted to be bent. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.